Manufacturer narrative:
Per additional information received on november 22, 2023 indicated that the suspect device catalog number is 3504305m. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast reconstruction surgery with unknown tissue expander, saline implants which the report indicates during intraoperative expansion saline solution overflow was observed through a hole in the expander body. Tissue expander was exchanged for another one with the same volume. No adverse event reported. .